Manufacturer narrative:
In an evaluation of the device, physio-control observed that pacing would stop when the device/monitor combination were physically stressed. The device's case was opened and four of the chassis standoffs were observed to be broken. The standoffs were replaced, a complete functional test performed, proper operation observed and the unit returned to the customer for use.

Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device, external pacing established and transported to the hosp. According to the rptr, during transport, the device intermittently stopped pacing the pt and had to be restarted by the operator. No adverse affects to the pt were reported as a result of the alleged malfunction.